Event description:
It was initially reported, the patient had a loss of therapeutic effect. The patient started to go to the bathroom "a lot more" the week prior to (B)(6) 2012. The patient was able to adjust stimulation. The patient had an appointment scheduled for (B)(6) 2012 to address the return of symptoms. Additional information received the date of report reported the cause of the event was a broken lead, "2 of 4." Abnormal impedances "x2" were reported. On (B)(6) 2012, the patient had a lead replaced. A reprogramming had occurred the day of replacement and prior. The patient did not require hospitalization due to the event, and patient outcome was noted as "no injury."

Manufacturer narrative:
Product ID, 3889-28 lot# v534762, implanted: 2010 (B)(6), product type lead; product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).